Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with lioresal 2000 mcg/ml (789 mcg/day) intrathecal therapy via an implanted pump. The lot number was n598428 and expires on 09/03/2017 ((B)(4)). The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The patient's medical history and concomitant medications were unknown. The hcp had a suspicion for about a year that the pump wasn't working. The patient had not responded to dose increases or boluses or when she switched to flex dosing. The patient was not withdrawing but he was always tight. The hcp tried a side port access but was only able to get bubbles. She planned to consult with the surgeon to decide on next steps. Follow-up is being conducted to obtain all information relevant to the event, such as drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event. A supplemental report will be provided as additional information becomes available. Additional information received indicated that the patient started experiencing symptoms in (B)(6) 2015. At the time of the event the patient was also taking oral baclofen. Medical history included severe tbi with spastic tetraplegia. In regards to the cause of the symptoms, the healthcare provider indicated that they need to investigate with 'shunt study'. Actions/interventions included a referral to neurosurgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.